Manufacturer narrative:
Http://www.ajnr.org/content/34/7/1395.full. This report was created to capture the events related to the unknown microcatheters. A flow directed dmso-compatible microcatheter (marathon, ultraflow or apollo; ev3 was used, by navigation into the nidus. It is unknown which of catheters was used during these events. The catheters were not returned for evaluation; therefore, the event causes could not be determined. The lot history record review was not possible since the lot numbers were not reported. Information received from the same article as MFR: 2029214-2015-00663. (B)(4).

Event description:
Citation: l. Pierot, et al. Combined treatment of brain avms with use of onyx embolization followed by radiosurgery. Published on line february 7, 2013. The following report was received by medtronic (covidien) through review of literature: interoperative rupture was observed in 2 patients, during catheterization in 1 patient (immediatetly treated with nbca (glue injection) and after onyx injection in 1 patient. A total of 20 patients (11 women and 9 men; age range, 10-55 years were treated for bran avm by onxy embolization followed by radiosurgery. A flow directed dmso-compatible microcatheter (marathon, ultraflow or apollo; ev3 was used, by navigation into the nidus. It is unknown which of catheters was used during these events.